Event description:
It was reported that the patient experienced adhesive issues with six infusion sets falling off during use on 28 mar 2026 after less than three days of use.

Manufacturer narrative:
MDR 3003442380-2026-10857 / initial 1 of 6. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.